Event description:
Per report from germany, edwards received notification of a pascal precision ace procedure performed in the mitral position. Activated clotting time (act) levels were therapeutic during the procedure. During device positioning, a thrombus was observed at the tip of the implant. The device was opened to capture-ready position, and the thrombus subsequently disappeared. There were no apparent patient symptoms. The procedure was completed with a reduction of mitral regurgitation from grade 3 to 1. Post-procedure imaging identified a stroke, and a thrombectomy was performed. The patient was transferred to intensive care for monitoring and was reported to be stable without neurological deficits on post-operative day 6.

Manufacturer narrative:
Telephone number - e1: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.